Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure to remove the implantable pulse generator (ipg) due to infection. The physician assessed the infection to be not related to the device. The device was discarded by the facility; therefore, device analysis could not be conducted in our laboratory. No further information has been obtained despite good faith efforts.